Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hernia repair, the surgeon stated that there was a crunching sound and wouldn¿t release tack. When the trigger was squeezed again 2 tacks would release. The surgeon stated it was misfiring. They use different device to complete the case. There was no patient injury.